Manufacturer narrative:
Updated field: b5 this supplemental report is being submitted to provide additional information from by the user facility.

Event description:
Additional information was obtained from the customer. According to the customer, when the tower was delivered in july 2020, it had arrived damaged. The pallet the tower was on also had physical damage. The customer had ordered the entire tower, which was comprised of multiple devices. When the truck had arrived to deliver the tower, the driver informed the customer that the tower had been dropped when it was getting loaded into the truck. In the last year, additional parts of the tower have been replaced to resolve the issue. The issue was not resolved at the time of the call as the customer was still having image related issues, such as observing lines.

Event description:
The problem, as reported to olympus, occurred prior to a diagnostic procedure. An olympus enf-vh scope was used with the video processor. The intended procedure was completed using the same device. No other device were replaced during the procedure. There was no patient injury or harm associated with the occurrence of the problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the sdi output (sdi 1/sdi 2) was caused by an accidental failure of the components. As for the dvi output, flickering likely occurred due to a contact failure because the user connected the receiver with a connector that had not been dried fully resulting in image flickering. This issue is addressed in the instructions for use (IFU): "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."

Manufacturer narrative:
When the video system center was installed by the olympus representative, one of the two out ports was not functioning properly. After regular use, the second out port ceased to function properly as well resulting in intermittent or lack of image. After the olympus representative performed troubleshooting activities, it was decide to replace the unit. There was no report of patient involvement or injury. If additional information becomes available, a supplemental report will be submitted.

Event description:
An olympus representative reported that upon install of the video system center, one of the outputs was not working so a second output was used for the install. Over time, the customer saw an increase in experiencing issues with the different outputs and saw flickering from the outputs leading to intermittent or no image. There was no patient involvement or injury reported.